Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the uniboard and vso system replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the device could not pass self-test. Error code "l3-021." Then changed another one to complete the or. The device will be evaluated in another country, not sent to the us. There was no adverse pt consequence.